Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under sterility, "do not use any component from an opened or damaged package."

Event description:
During tibial fixation procedure the sterile package was found to have small holes in it. The procedure was completed with another device without delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified holes in the packaging. The packaging is still sealed and appears to have discoloration on the back side. Additionally, the holes identified appear to fall along a circular impression. Additional examination of the end cap shows that the end cap appears to have been damaged as well and it has split along the damage lines. The lines on the end cap and the circular impression appear to correspond to the end of the tibial nail. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to damage during shipping. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.